Event description:
Healthcare provider inserted the needle of 40mg lovenox syringe into patient's abdomen. As plunger was depressed, needle became completely unattached from the syringe. Needle was in the patient's abdomen unattached.